Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The patient experienced elevated blood glucose levels. No adverse event was reported. The cartridge lot number was not provided. The insulin cartridge was requested to be returned for product evaluation.